Event description:
It was reported that insulin gauge on pump displayed amount different than expected, with pump showing about 15 units while caller expected around 220 units despite insulin being delivered and air removal steps being completed. There was no reported impact to the customer¿s blood glucose level. Customer received education that cartridge was intended for single use, acknowledged this information, declined to load new cartridge, continued to use current cartridge, and planned to follow up if necessary.